Manufacturer narrative:
No information was provided. Based on problem description, it is likely that root cause is solvent bond failure (y-connector). Corrective action for solvent bond failure is scheduled for implementation in q3 2020. End of report.

Event description:
A hospital reported while priming 3m¿ ranger¿ high flow disposable set, model 24355 with normal saline it leaked at the y connection. Leak was found and a new set was primed. No injury or medical interventions were alleged.